Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed at lad. Approximately 6 months later patient had a non-medtronic stent deployed at lmt - lcx. 3 days later patient presented at hospital with chest pain, total occlusion at lmt was confirmed and thrombosis was aspirated, patient underwent revascularization using poba and 2 integrity stents were deployed, one at lad and one at lcx, 6 days later patient expired. Death was due to acute myocardial infarction.

Manufacturer narrative:
Evaluation: results, inherent risk of procedure - (stent thrombosis, mi and death). (B)(4).